Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell three of four of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. The patient stated that they aw air pockets in the supply line and empty supply bag. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.